Manufacturer narrative:
Investigation ongoing. Implant still in patient.

Event description:
Broken implant to be removed and patient requires a new reconstruction.

Manufacturer narrative:
No issues found in design or manufacturing. Plate broke prematurely. H3: device requested to be returned but not received.